Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain repair information; however, there was no response.

Event description:
It was reported the co2 was leaking back into the connector to the wall. Patient involvement is unknown. The remote service engineer (rse) spoke with the customer and advised the customer the current revision of the oxygen manifold is the third generation and provided the part number to the customer. The customer requested the rse to close the case.